Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm4773001 was released in a single batch on march 11, 2017. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the tip of the device was stripped. And twisted. No other issues were identified with the returned device. A functional test was not performed on the returned device as it was returned by itself, but the alleged device interaction issue was confirmed due to the observed condition. The stripped condition of the device could have caused the complaint condition. No dimensional inspection can be performed due to post-manufacturing damage. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: b4/g3: awareness date originally reported as july 08, 2021; should be july 07, 2021.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a spinal fusion procedure on (B)(6) 2021,, when the surgeon was attempting to connect the hydraulic pump flexible tube to the cement reservoir cap by pushing and snapping the quick connect assembly onto the cement reservoir cap, the two would not mate. Second confidence half dose kit had to be opened to obtain a second hydraulic pump flexible tube which he was able to quick connect easily and proceeded with case. Verse x25 inserter/tightener stardrive tip was worn down and did not capture set screw. There was a five (5) minutes surgical delay due to the reported event. The procedure was successfully completed. There were no patient consequences. This report is for one (1) verse x25 inserter/tightener. This is report 1 of 1 for complaint (B)(4).